Manufacturer narrative:
A the lot complaint history was reviewed, this is the ninth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. Only a cassette was returned with drain bag attached and visually inspected. No obvious defects were observed. A calibrated console representing the current software version was used to test the sample. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The irrigation and aspiration pressure were measured at multiple set points and met specifications. No system message code was generated during testing. Fluid flowed from the balances salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the aspiration failed during the ultrasound phase of a cataract procedure. The product was replaced and the procedure was completed. There was no harm to the patient.